Event description:
Dexcom has new adhesive their sensors. It usually just gives me a red itchy rash. This week it gave me a chemical burn. They are aware that thousands of users are getting these but do nothing. FDA safety report ID# (B)(4).